Event description:
Customer complaint of blood result reading of "hi". Customer's mother states that her son feels well and requires no medical attention. Customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: hi; hi; hi; hi; 303mg/dl, (B)(6) 2015, 12:45:00 pm, fasting: yes.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique or strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer's mother states that her son feels well and requires no medical attention. Customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips are stored properly and were first opened 06/15/2015. Reviewed meter memory: (B)(6).

Manufacturer narrative:
Problem not yet evaluated. (B)(4).